Event description:
It was reported that the patient presented in clinic for generator changeout procedure. During procedure, it was found that the right atrial (ra) exhibited p-wave amplitude variation due to dislodgement. The ra lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of sensing p-wave amplitude variation was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, specification measurements, visual and x-ray examination of the lead were normal with no anomalies found.